Manufacturer narrative:
Two pictures were provided of the iab kit and prefusion consumption sheet. However, without the device returned, we are unable to determine a root cause. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Manufacturer narrative:
Initial reporter full name: dr. (B)(6). Event site postal code: (B)(6) . The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), blood was observed in the gas line and iab was filled with blood. The console also indicated that blood had entered the catheter tubing. The iab was immediately removed and a new iab catheter of a different brand was inserted to continue therapy. The patient expired but it the customer stated it was related to patient condition of post cpb low cardiac output syndrome with aicj and not related to the iab.